Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with sientra breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the removed right breast prosthesis had ruptured.

Manufacturer narrative:
On 24-mar-2021, mentor received additional information about the event. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-apr-2021, mentor received additional information about the event. The event date is (B)(6) 2020. This is the date that right breast capsular contracture was diagnosed by a healthcare professional. Manufacturer¿s reference number: (B)(4).